Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a pump module over infusion was not able to be confirmed from the log analysis or replicated during laboratory testing. The suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. Internal and external inspection did not observe any anomalies, and the sear was also found to be properly closing the administration set safety clamp when the door was opened. The pump module logs were downloaded to ascertain event details associated to the reported complaint. The facility reported the event date as september 25. The pump module event log contains limited information about the programming of the device and does not contain drug information. A review of pump module error logs showed no errors were recorded related to the reported incident. Infusions performed at the rate of 12.5ml were not recorded on the day of the reported event. The log review begins on (B)(6) 2024, at 10:15 pm, when the only infusion was performed the day of the reported event with a rate of 17.24ml. At 10:15 pm the pump module was powered on and attached to a pcu with s/n: (B)(6) and was assigned to channel a. At 10:28 pm the pump was selected and programmed with a rate of 17.24ml and a volume to be infused (vtbi) of 200ml. At 10:58 pm the door was opened and closed, then, the pump module was powered off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Per the bd alaris¿ system with guardrails user manual (v12.1) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the pumping mechanism. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported pump module over infusion was not able to be identified from the log analysis or from device laboratory testing.

Event description:
It was reported that there was an over infusion of a routine order of acetylcysteine (250ml). The infusion was programmed at a rate of 12.5ml/hr manually using guardrails. The tubing was allegedly placed in the channel correctly. Approximately thirty (30) minutes after starting the infusion, bedside nurse noted that full acetylcysteine bag had infused within that time. There was patient involvement but no harm. Customer biomedical engineering department investigated modules and "found no issues."

Event description:
It was reported that there was an over infusion of a routine order of acetylcysteine (250ml). The infusion was programmed at a rate of 12.5ml/hr manually using guardrails. The tubing was allegedly placed in the channel correctly. Approximately thirty (30) minutes after starting the infusion, bedside nurse noted that full acetylcysteine bag had infused within that time. There was patient involvement but no harm. Customer biomedical engineering department investigated modules and "found no issues."

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.